Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of motor rate error. Device's first time in for service. Performed occlusion testing and duplicated motor rate error at start of infusion. The cause is main printed circuit board (pcb). Replaced main pcb and device passed occlusion testing. Flow delivery testing was performed and was found noisy during infusion. Found worn out worm coupling, position pot, lead screw and clutches. Replaced all. Device passed all testing after repair.